Manufacturer narrative:
(B)(4).

Event description:
It was reported that bleeding occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient reported that bleeding began immediately following insertion on (B)(6) 2026. Due to continuous and uncontrolled bleeding, the patient was transported to the hospital for evaluation. A nurse assessed the patient and removed the dexcom sensor. Upon removal, the sensor wire was observed to be looped. A fingerstick blood glucose test was performed, yielding a result of 112 mg/dl. The patient received intravenous dextrose, and the bleeding was treated with a hemostatic powder identified as clinoptilolite hemostatic. The patient was monitored and discharged after approximately 1.5 hours. At the time of discharge, the patient was reported to be doing well, and no additional therapy was recommended. The patient confirmed that he was not taking any anticoagulant medications. At the time of the report, the patient¿s condition was reported to be fine. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.